Event description:
This lead was dislodged and could not be repositioned. Therefore, it was explanted. The hospital has retained this device. Should add'l info become available, this event will be updated.